Manufacturer narrative:
Novocure medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 78-year-old male with newly diagnosed glioblastoma (gbm), started optune gio therapy on (B)(6) 2024. Novocure was informed on july 01, 2024, that the patient fell on (B)(6) 2024, and hit his head that resulted in a small skin laceration, while on optune gio therapy. The patient was admitted to the hospital for observation on (B)(6) 2024. Optune gio therapy was temporarily discontinued. The prescribing physician reported that the patient experienced an unwitnessed fall and did not lose consciousness. There was no evidence that the patient had a seizure before or after the fall. Reportedly, the patient sustained a superficial injury on the head most likely around the outer ear and was taken to the hospital. A head CT scan was performed with no acute findings. In addition, the patient was examined by an ent specialist, who found no issues requiring treatment. A long-term electrocardiogram (ECG) showed an indication for implantation of a cardiac pacemaker. The prescribing physician assessed the fall as likely related to a cardiac issue, not related to optune gio therapy.

Manufacturer narrative:
During review of an available medical record received by novocure on (B)(6) 2024, it was discovered during a follow-up visit on (B)(6) 2024, the patient had resumed optune gio therapy on (B)(6) 2024, without any complications. In addition, the surgery for implantation of a pacemaker had been postponed to the end of (B)(6) 2024.